Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy plus pump gave pump alarming for "no disposable attached". The reported event occurred during testing. There was no patient involvement during the reported event.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with no damage observed on the pump. Simulated use, sensor verification and visual inspection was performed to verify the reported issue a "no disposable attached" alarm. The customer's reported problem regarding no cassette detected was unable to be duplicated although the event log verifies that the event occurred (12 no disposable alarms recorded). Sensor testing found the downstream sensor value within manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette the pump did alarm for "no disposable attached". The upstream occlusion sensor will be recalibrated, and downstream occlusion sensor will be replaced as a preventative maintenance.